Manufacturer narrative:
Prior to this event, pti received field experience feedback identifying the potential for a lancet to come loose from the disk. This feedback initiated a design change to prevent the lancet from unintentionally dislodging from the lancet disk. The replacement device the consumer (patient's father) requested will be the redesigned device. The field experience was documented in the complaint process. The disk design changes were documented through the document change order process.

Event description:
Event: during normal use of model l1 lancet disk, a single lancet was dislodged and lost on the floor. The patient, is not a diabetic, but the sibling of the diabetic. The missing lancet was embedded into the left knee joint of the patient (mt) while crawling on the floor. Intervention and outcome: xrays showed the position of the lancet, the patient was hospitalized, and the lancet was surgically removed without incidence. The patient was released on antibiotics, recovery was as expected and unremarkable.